Manufacturer narrative:
No return product was received, so device specifications could not be verified. There is no evidence to suggest the device did not meet design specifications, and device failure is not suspected. Overall, the reported allegation cannot be confirmed because the device has not been returned to bsc for analysis. DHR/service history review: a batch review was performed and DHR 37888662 was reviewed. There were no non-conformances for the manufactured devices. There were rejects during manufacturing, and there were no trends that could impact the issue. Additional review is not required. Labeling review: the instructions for use were reviewed and it did not reveal any evidence of device off-label use or failure to follow instructions. There is no evidence that any updates to the document are required at this time. Risk review: the complaint type does not present a new or unanticipated failure type or harm. The device has not been returned to bsc for analysis and no media was provided. The root cause cannot be determined with certainty based on the information available, and the "unable to exclude device problem" cause conclusion code was selected based on the information provided within the event description.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. It was mentioned that when guidewire was inserted into the farawave catheter and when flower was deployed the flower was not planar, a few of the petals were tilted. As per the physician the insulation near the tip of the wire was damaged when it was removed from the package. Thus, the rf wire was replaced, and the procedure was completed successfully. No patient complication was reported. The device has not been received at boston scientific for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use. It was mentioned that when guidewire was inserted into the farawave catheter and when flower was deployed the flower was not planar, a few of the petals were tilted. As per the physician the insulation near the tip of the wire was damaged when it was removed from the package. Thus, the rf wire was replaced, and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.